Event description:
No device was returned for evaluation. The customer was able to clean pin and run successful test infusion. Therefore, the pump was returned to customer use. An internal investigation was opened to investigate the reported issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.

Event description:
The following has been reported: biomed reported: " ivenix infusion pump was infusing the medication "propofol" as a sedative when it stopped infusing and said, "pump failure and pump problem". Customer cleaned the pins, ran a test infusion and had no issues. Pump returned to use. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.